Event description:
It was reported that the system would not boot during preparation for case. Customer swapped out system with another c-arm and was able to continue case.

Manufacturer narrative:
Ge representative repaired power cord/plug, performed operational test. System operates as intended.